Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received consecutive calibration error alarms and then received a change sensor alarm. Customer's sensor glucose reading was 2.6 mmol/l but their blood glucose level was 9 mmol/l. The transmitter did not blink when connected to the sensor. When the customer removed the sensor, the cannula was missing. Customer's blood glucose level was 5.6 mmol/l. The device was no returned.